Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided a conclusive cause for the reported steerable guide catheter (sgc) leak cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was inserted and the dilator was removed; however, at this time it was noticed that the hemostatic valve was not working correctly, and air entered the sgc. To remove the air from the sgc, aspiration was performed. The sgc was removed and replaced. One mitraclip was successfully implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.